Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 10 months. (B)(4). Based on the manufacturer's complaint history and similar reported events, elevated ldh can be indicative of device thrombosis; however, a correlation between the device and the reported events could not be determined through this evaluation as the pump was not explanted and therefore not available for analysis. Device thrombosis, hemolysis and stroke are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with a cerebrovascular accident and elevated lactate dehydrogenase (ldh) levels. The patient was started on IV heparin and integrilin. The patient's inr goal was 2.0-3.0. The patient was a non-surgical candidate and expired on (B)(6) 2015 due to thrombus. It was further reported that the patient did not have any clinical history that would have been relevant to this event.